Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube window, cracked reservoir tube, cracked case, cracked display window, stained end cap sticker and slightly tilted and loose drive support disk.

Event description:
It was reported via phone call that the display was cracked. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.